Event description:
It was reported that during a total knee arthroplasty, the metal spring ring used to secure the shim became dislodged intraoperatively when the nurse removed the shim from the device. Loosening of the spring ring was also confirmed in other trial inserts. The surgery was completed successfully without delay, and x-ray confirmed no fragments or components remained in the patient. There was no patient consequence or involvement. The complaint devices were available for return except for one device, which was retained by the customer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.